Manufacturer narrative:
Concomitant medical products: 7fr ansel sheath, .035" stiff amplatz wire, snare. A review of the manufacturing records indicated that the device met pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a right common iliac artery lesion with a gore® viabahn® vbx balloon expandable endoprosthesis. Access was obtained from the left groin with a 7fr ansel sheath over a stiff .035" amplatz wire. The device was attempted to be advanced in an up and over the aortic bifurcation fashion, but it could not be advanced past the left common iliac artery. The device was removed through the sheath. Wire access was preserved. The sheath was exchanged for a shorter (10cm) 8fr sheath, and the device was advanced, but became stuck in the left common iliac artery. The device was attempted to be withdrawn through the sheath, however the undeployed stent became separated from the balloon catheter, landing in the left common iliac artery. The balloon catheter was removed and a snare was advanced to capture the stent, which was successful. A decision was made to postpone this treatment. On (B)(6) 2018 the patient was treated successfully.